Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer stated blood glucose was 28mg/dl at the time of incident. Customer stated they took to much insulin and carbohydrates. Customer declined with troubleshot for low blood glucose level. Customer stated they also had issues with the transmitter. Customer reports red led light on charger flashes approximately every 2 seconds. The insulin pump will not be returned for analysis.